Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed far r oversensing, automatic mode switch on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable.

Manufacturer narrative:
The reported field event of oversensing and pacing issue could not be reproduced in the lab. Electrical, longevity, and visual analysis was normal with no anomalies found.